Manufacturer narrative:
Results: two representative sample were returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7019422. The samples were tested with 800 mm and 45 psi. Samples did not leak during testing. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported there was blood leakage from the septum of a bd intima-ii¿ closed IV catheter system 18 g x 1.16 in. After use on three occasions. No medical interventions were reported.